Event description:
It was reported that iab (intra-aortic balloon) sensation plus 50cc had optical sensor failure there was no signal, transduced fluid lumen with good result. There was patient involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name :(B)(6) hospital). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: a4, d3(manufacturer), d7a, f14, g1 (contact person ¿ mfg site, contact office). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. A portion of the extracorporeal tubing was cut from the iab and not returned. A kink was found on the catheter tubing approximately 58.9cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 45.7cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID no.: (B)(4).

Event description:
N/a